Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to the hospital via ambulance on (B)(6) 2022 due to diabetic ketoacidosis and hyperglycemia. The customer's blood glucose level at the time of incident was unknown. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.